Manufacturer narrative:
Initial report received in end april. This is a single accident and sterile reports are all negative and passed. No evident to support the inflammation is pinpointed to the sutures so we did not report to FDA. But our consultant visited us in july and recommended us to reopen the complaint and file a MDR even though no other complaint was reported after.

Event description:
Doctor emailed us about concern of the quality of the premium pga sutures. They seem to consistently cause a very significant inflammatory reaction on her patients.